Event description:
It has been reported to philips that during acls training and practice, a crew member attempted to start the pacemaker function and received a warning that read "dpm failure". During an acls class last month, we had another unit show the same error, we thought maybe it was an issue with our rhythm generator but the problem did not persist when using a third ls unit most recently.

Manufacturer narrative:
Evaluation method code grid, evaluation results code grid and component code grid updated.